Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The probable root cause is likely an operational problem within the endoscope.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy - retroperitoneal lateral surgical procedure, the 30-degree endoscope plus had no horizon settings. There was no report of patient involvement or no reported injury.